Manufacturer narrative:
Product event summary - the full lead was returned and analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that during the implant procedure the helix of the right ventricular (rv) lead would not retract. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).